Event description:
It was reported that a nrg rf needle was selected for use during a rf ablation. The rf needle was energized with a foot pedal to perform a septal puncture. However, no energizing artifact could be seen on the echo. It was not possible to puncture even at intervals at the doctor's hand. Thus, the same issue occurred when energized again with the foot pedal. A sound was heard when energizing. The physician was able to puncture the septum while physically advancing the rf needle. No patient complications were reported. The procedure was completed successfully. The device is expected to be returned for analysis. No other issues were noted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. This is supplemental MDR is being filed to report investigation results. The device passed flushing and connector pins tests during inspection, but it failed the proximal shaft and distal tip integrity test. The device passed the design specifications for the active tip length measurement, continuity test. The returned rf needle was connected to an eeprom programmer, and it was recognized and communicated its information properly. The eeprom was write protected, likely because the needle communication with the generator during the procedure was successful. The returned needle also passed the puncture test performed on a bench-top model, since it was able to successfully deliver rf and puncture tissue, thus the reported allegation could not be confirmed. The device, however, failed the design specification for the curve overlay, which was likely due to the manual reshaping of the needle that was evident along the curve profile.

Event description:
It was reported that a nrg rf needle was selected for use during a rf ablation. The rf needle was energized with a foot pedal to perform a septal puncture. However, no energizing artifact could be seen on the echo. It was not possible to puncture even at intervals at the doctor's hand. Thus, the same issue occurred when energized again with the foot pedal. A sound was heard when energizing. The physician was able to puncture the septum while physically advancing the rf needle. No patient complications were reported. The procedure was completed successfully. The device is expected to be returned for analysis. No other issues were noted.